Event description:
Co rec'd a report from the UK that a female pt experienced swollen eyes after using complete comfort plus. She sought medical treatment and was given an ointment for a possible stye. The problem worsened and she went to the local eye hospital and was reportedly told that she had a viral infection. She was prescribed an unk brand of antibiotic drops. The condition resolved, and then recurred after the reuse of complete comfort plus.